Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion with heavy tortuosity, heavy calcification and 98% stenosis in the mid renal artery. The herculink elite stent system met resistance with the anatomy during advancement and the proximal shaft kinked. During removal of the herculink elite, it became stuck in the introducer sheath due to the kink; therefore, the devices were removed together as one unit. There was no adverse patient effect and no clinically significant delay in the procedure due to the herculink elite. Reportedly, during the procedure a dissection occurred and was treated with an aorta renal bypass. It was confirmed that the dissection was not caused by the herculink elite. The patient had a good outcome after surgery. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation and the reported kinks were confirmed. The reported failure to advance and difficulty removing could not be confirmed due to the condition of the returned device. Based on visual and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined that the reported difficulties appear to be due to case circumstances. A review of the lot history record revealed no non-conformances. A query of the complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Additional information received stating that a dissection did not occur during the procedure. The aorta renal bypass was performed to treat the patient's kidney. No additional information was provided.